Event description:
The customer complained of questionable low glucose results for 1 patient tested on two accu-chek inform ii meters compared to the laboratory testing results. The accu-chek inform ii meter serial numbers were (B)(4) (meter a) and (B)(4) (meter b). At 6:43 am the result from meter a was 61 mg/dl. At 6:45 am the result from meter b was 97 mg/dl. At 6:54 am the result from meter a was 66 mg/dl. The laboratory result from a sample drawn at 7:02 am was 114 mg/dl. The patient was not symptomatic to low blood sugar. The patient had been normally in the range of 70-160 mg/dl while at the hospital. There was no allegation of an adverse event related to the erroneous results. The customer did state that a nurse did give the patient some kind of treatment sometime during the repeated testing, but she didn't know what time or what the nurse treated with. It was unknown if the same vial of strips were used on both meters. The customer runs control testing every 8 hours and controls have passed on all meters. The control were within their expiration date. The patient had a hematocrit of 34%. The customer deemed the result from meter b to be acceptable as the result was comparable to the laboratory result. For meter a the customer ran control testing with acceptable results. The customer ran a linearity test and the results were acceptable. The customer performed a correlation study with 2 patient samples and the results were acceptable. No specific results were provided. The customer stated that to their knowledge the patient is currently in stable status for hospital stay related to end stage renal disease. The suspect product was requested for return.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.